Event description:
Additional information was received that indicated, the magnet was not actually placed directly on the patient's chest since the area was in the sterile field of the operating roon. The device was checked following the procedure and found to be in working order with no issues observed. There was pacing inhibition noted but was a result from the cautery being used during the procedure. No adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone open heart surgery. During the procedure it was reported the device did not pace when a magnet was placed. The local field representative was going to be paged for assistance. A request for additional information has been sent.